Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a blockage in the returned sample. The reported problem was verified. The cause of the condition was due to a manufacturing issue. As an action, a training was performed to involved the operators. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during an unspecified date of year 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had an obstruction and leaked from an unspecified location. This was identified during priming. There was no patient involvement. No additional information is available.